Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
A consumer reported having essure (fallopian tube occlusion insert) inserted. According to her everything went smooth for the first several months to a year. After that she had many adverse side effects. She developed skin allergies to cleaning supplies. She also developed many cavities after a life of healthy teeth and had to have one root canal (one needs to be scheduled yet). She frequently develops boils on her buttocks, vaginal area and face; her doctor could not find a source of the boils. She experienced an unexplained rapid weight gain while eating a strict diet and exercising and her energy level plummeted. She had intense pain in her abdomen for over 2 hours and went to her gynecologist when she could not take the pain any longer. Both coils had come out of her tubes: one perforated through her uterus and the other had become fused into her uterine wall. She was scheduled for an emergency hysterectomy within the same week and had the devices removed on (B)(6) 2013 (she kept only her ovaries). Since the surgery, she has gained even more weight and is constantly bloated. Her bladder hurts constantly and she has extremely painful gas and bowel movements. She reported that she had none of those issues prior to having the essure coils inserted.